Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to press light button multiple time for pump to respond. The customer's blood glucose level was unknown at the time of the incident. The customer also reported battery life is not as long as it used to be and occasional unexplained no delivery alarms. No further details were provided. Troubleshooting was not completed as customer declined technical assistance. The insulin pump will not be returned for analysis.